Manufacturer narrative:
Device not received for evaluation.

Event description:
During a three level acdf a driver tip was broken into the head of a screw. A portion of the driver was not able to be recovered and was left in the screw head. The other driver was rounded and wouldn't tighten the screws properly. There were no complications, no patient injuries, and no patient's details available. The surgery was finished and the screw was fully tightened. Part number n60000106 was reported, however this is not the part number for the spider driver.